Manufacturer narrative:
A ge service representative performed an on site investigation. A pin was replaced in the camera connection. The system was then found to be operating as intended.

Event description:
The customer reported the system emitted smoke odor and thereby the operator shut down the system. No report of patient or staff injury.